Event description:
It was reported that at implant, the pump was filled with lioresal 2000 mcg/ml, but the pump was programmed as 500 mcg/ml. The patient experienced an overdose and was intubated. At the time of the report, the patient was still in the intensive care unit, but was doing better. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.